Event description:
The surgeon was implanting an exeter stem into antibiotic simplex and found that the cement had started to set after 5.5 minutes. He then had to use a mallet to seat the implant to the correct level. The cement had completely set by 7 minutes. Stryker rep also mixed another packet of cement and it set at 7 minutes as well, and removed the remaining cement with the same lot number and had a new box sent to the hospital.

Event description:
The surgeon was implanting an exeter stem into antibiotic simplex and found that the cement had started to set after 5.5 minutes. He then had to use a mallet to seat the implant to the correct level. The cement had completely set by 7 minutes. Stryker rep also mixed another packet of cement and it set at 7 minutes as well, and removed the remaining cement with the same lot number and had a new box sent to the hospital.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s

Manufacturer narrative:
Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there was one other similar reported for the referenced lot. Visual inspection and functional testing was completed on the three retain samples tested from lot code tkt065. The results were satisfactory and within specification. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code tkt065 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time .if additional information becomes available this investigation will be reopened.